Manufacturer narrative:
The device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The first report of two from the same reporter involving a 1104hm micro ventricular bolt icp (intracranial) monitoring kit did not have a signal on the icp monitory and could not be zeroed. Additional information has been requested.